Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 09:54am on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 09:53am on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 09:54am on 16 (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=85.4%, cycle=27, cassettes=2153 and days=22. Although the user affirmed that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 09:54am on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 85.4% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 09:54am on (B)(6) 2020, the reagent in bottle 10 (ethanol) was used for the final dehydration step of both the "5 hr (biopsy) run" protocol comprising 50 cassettes, which started in retort a at 15:53pm on (B)(6) 2020 and completed at 06:59am on (B)(6) 2020, from which sub-optimal tissue processing was identified by the complainant and the "12 hr (regular) run" protocol comprising 204 cassettes, which started in retort b at 15:53pm on (B)(6) 2020 and completed at 07:00am on (B)(6) 2020. Although not reported by the complainant, the quality of tissue processing from the "12 hr (regular) run" protocol started in retort b at 15:53pm on (B)(6) 2020 would also have been adversely impacted. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint that "10 out of 50 cassettes processed on overnight run appeared burnt with pale staining". On 23 january 2020, a leica applications specialist - core histology (fss) visited the laboratory, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that the reagent types table was reviewed with the complainant; the reagent change threshold for ethanol was adjusted to 51%; and the reagent in bottles 6 (ethanol) and 7 (ethanol) was replaced with 70% and 90% ethanol respectively. On 23 january 2020, the leica applications specialist received information that all cases involved in this event were diagnosable.